Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, the customer experienced a blood glucose (bg) of 600 mg/dl, a loss of consciousness, and a high level of ketones. The customer was transported via ambulance to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved; however customer was unsure if there was any permanent damage sustained, and believes they may have suffered a stroke as a result of the event.